Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approx 1 year and 9 months post placement of a 10mm x 60mm rx wallstent permalune stent in the distal common bile duct (cbd), the pt underwent a scheduled stricture revision at which time it was noted that the stent had migrated to the duodenum. The physician removed the stent utilizing a rat toothed forceps. The event was assessed as not serious, mild in severity, and definitely related to the device. A second unspecified stent was placed. The pt's condition resolved with stent removal and placement of a second stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed.